Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device's pressure delivery was higher than set pressure. The device's system board was replaced to address the issue.